Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The ICD was reused as an external temporary pacing device and an off label use was intentional. There were no additional adverse patient effects reported. The ICD remains in service.